Manufacturer narrative:
The returned device was evaluated. No occurrence of reboot or power off/on occurred during test and evaluation. When the unit is running on dc power, the front power button is non-functional. During inspection of the device, the unit showed signs of internal contamination. The investigation also isolated a failure to a component of the system board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
Customer states the unit will not power off using the power key. Also, the customer states the unit will sometimes power itself off and on. Customer states they already tried replacing the keypad and battery but that did not resolve the issue. No consequences or impact to patient were reported.